Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19 during basal delivery. The customer had not tested blood glucose level at the time of the reported event; however, the customer reported feeling "okay". As the customer did not have additional supplies during the time of the call, it was indicated that the customer would change the supplies on the pump. Although requested, no further information was provided on the reported event.